Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. This patient has a past medical history of severe hypertension and recent history of anticoagualtion adjustment for medical procedure which may have potentially contributed to the reported event. Though the root cause of the reported event cannot be conclusively determined; clinical factors that may have contributed may be related to anticoagulant therapy and related comorbities. There are patient and pharmacological factors that may have contributed to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient was at home when her family noticed a change in her speech and a slight droop in her face. The patient was taken to the emergency room (ER) of a nearby hospital where an embolic stroke was confirmed by CT angiography (cta). The patient was soon transferred to intensive care unit (ICU) of the implanting facility for further management. Of note, the patient's coumadin had been adjusted three days prior in preparation for right heart catheterization, and was held the night prior to the procedure. The patient had also experienced two "low flow" alarms prior to the event. The last report received indicated that the patient was stable in the hospital with residual neurological deficits; but the stroke did not appear to be evolving. No further information was provided.